Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert due to high pacing impedance measurements, measuring greater than 3,000 ohms, high out of range shock impedance measurements, measuring greater than 200 ohms. It was noted that the respiratory sensor was deactivated by the signal artifact monitor (sam) episodes. Troubleshooting was performed and noted that loss of capture (loc) was present as well as artifacts when performing manual impedance check as well as manual shock impedance measurement. This was due to small pulse delivered to obtain the value. Technical services (ts) recommended further testing and troubleshooting options. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert due to high pacing impedance measurements, measuring greater than 3,000 ohms, high out of range shock impedance measurements, measuring greater than 200 ohms. It was noted that the respiratory sensor was deactivated by the signal artifact monitor (sam) episodes. Troubleshooting was performed and noted that loss of capture (loc) was present as well as artifacts when performing manual impedance check as well as manual shock impedance measurement. This was due to small pulse delivered to obtain the value. Technical services (ts) recommended further testing and troubleshooting options. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section e1 initial reporter title, initial reporter first name, initial reporter last name and e3 occuptation.